Event description:
Zio heart monitor caused severe blistering, itching, and burning of my skin where its adhesive patches were applied. I began wearing the monitor per my cardiologist's guidance on (B)(6) 2025, with the intention to wear it for 14 days. I began feeling itching on the (B)(6) 2025, which became exponentially aggravated to include a sore, bruise-like feeling beneath the monitor. I asked my provider if I could remove it on (B)(6) 2025 and was given the go-ahead. Removing the device revealed raised, blistered skin underneath that emanates heat and redness radiating from the points of irritation. Severe itching and burning has persisted, and I am presently attempting to self-treat with witch hazel cleanser, anti-itch cream, and antihistamines with slow results.